Event description:
Tech from reporting facility called fusa marketing with this complaint. Reported complaint is "blood leak" with the frist use of a nonoprocessed dialyzer. According to the rptr, estimated blood loss to pt 200 ml due to discard of the extracorporeal circuit without adverse effect to the pt. Requested pt info for completion of MDR report (due to reported blood loss) on 9/11/98. Actual sample was saved and sent from the reporting facility to the chronic unit. 9/16/98 called facility for requested info and sample availability. According to facility dialyzer has been reprocessed with renalin and rinsed according to shipping procedure. 9/16 hosp unit called to obtain pt info; health care professional provided this info. Preincident hemoglobin 12.6, post-incident hemoglobin 11.9.